Event description:
Per clinical review: on 08-jun-2023, the field service representative (fsr) was informed of a situation that had happened previously (date of occurrence unknown) at the user facility whereby the lid on an arterial roller pump (6 inch diameter) was unsecured and would not stay down during a case, causing the arterial pump to stop. The clinician mitigated the problem by placing a weight on the pump lid to keep it closed and finish the case. The unit was not changed out, no blood loss, and no delay, and the procedure was completed successfully.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the arterial roller pump lid was not secure causing the pump to stop. Weight was placed on top of the roller pump lid to keep it closed and used for the remainder of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump lid. The unit operated to the manufacture's specifications.